Event description:
It was reported to tyco healthcare/kendall that an 18g needle (attached to a 60cc syringe) punctured the side of an 8980s sharps container. The needle was protruding from the container by about 1/2" to 3/4". When the customer attempted to remove the container they stuck themselves in the palm of their hand with the needle.